Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 28nov2022, it was reported that the device did not make it to the shelf in the lab but was caught before being stocked on the shelf. The packaging was still sealed.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation kootenai health (united states) informed cook that on (B)(6) 2022 a hair was found in a plvw-22.0-38 (peel-away sheath introducer) from lot 15048194. The item was caught before being stocked on the shelf in the lab. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One sealed plvw-22.0-38 was returned to cook. Upon inspection, a hair like fiber was found inside the sealed pouch just below the label. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 15048194 revealed no related non-conformances. A database search did not identify any other events associated with the reported device lot. An expanded DHR was performed. Additional lots of the same rpn which were packaged within a month of the complaint lot were reviewed. Forty-four additional lots were found. There were no additional complaints reported from the field for any of the additional 44 lots. There were several related non-conformances for foreign material, but all non-conforming devices were reworked or scraped. The appropriate steps were performed for all 44 lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field cook also reviewed product labeling. The product IFU, [t_pais_rev2] ¿peel-away introducer set ¿¿ provides the following information to the user related to the reported failure mode: how supplied ¿do not use the product if there is doubt as to whether the product is sterile.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that manufacturing/quality control deficiency¿s is the cause of this failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was discovered within the sterile packaging of a peel-away sheath introducer. The device did not make patient contact.additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Reporter occupation: unknown. PMA/510(k) #: k170020. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.